Event description:
It was reported that air in line was moving past the air in line sensor. There was patient involvement but patient impact is unknown. Following customer follow up, customer stated unable to provide additional information and no products will be returned to bd.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.